Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy due to ventricular lead noise. The noise was intermittently reproduced with provoked body movements. The lead was capped and replaced.

Manufacturer narrative:
(B)(6).